Event description:
Device malfunction: balloon leak. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the procedure in an unspecified peripheral artery, upon inflation, contrast was seen exiting the rx viatrac pus balloon. The balloon was completely removed and an unspecified balloon was used to complete dilatation. There was no adverse pt effect. Though requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.